Event description:
A customer contacted haemonetics on (B)(6) 2012 to request repair of their orthopat machine. There was no report of any complaints at the time and no operator or donor injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to request repair of their orthopat machine. There was no report of any complaints at the time and no operator or donor injury was reported. Evaluation of the returned device found blood on the top deck distribution board. Various components were replaced as a result including the board. (B)(4).